Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had a battery indicator issue. The patient tests his blood glucose 1-2 times a day. He typically tests before breakfast. The patient takes 50 units of novolin 70/30 insulin twice a day; once in the morning and once at night. The patient indicated that the alleged meter issue started three days prior, at around 10:00 am. As a result of the alleged meter issue, the patient decreased his insulin dosages to 40-45 units the next day at 11:00 pm. On original date, at around 4:00 am, the patient woke up with symptoms of sweating and the chills. He said his blood glucose level had dropped. The patient administered self-treatment by drinking orange juice which helped to relieve his symptoms. The patient informed the medical surveillance specialist (mss) that he skips his insulin dosage completely if his blood glucose reading is below an unspecified level. The patient admitted that he had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia 2.5 days after the alleged meter issue began. The patient drank a beverage to help treat his symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.